Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact possibly related to the hematoma removal surgery, was determined to be the root cause of the device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are very likely related to the removal surgery. This is a final report.

Event description:
The patient was bilaterally implanted in (B)(6) 2015 and developed a hematoma post implantation with significant swelling on the left side. A surgery was necessary to drain the site. During a subsequent fitting session one month after implantation, inspection of the site revealed no swelling; however the device was found to be displaced superiorly almost to the top of the head. There was no report of trauma or accident. The patient was successfully re-implanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).the device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had a hematoma post implantation with significant swelling on the left side, a surgery was necessary to drain the site. Inspection of the site revealed no swelling at this time; however, the implant revealed high placement on the left side. Surgeon suspects a device displacement. A follow up appointment has been scheduled for (B)(6) 2016.